Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing low blood glucose. She had passed out, and after becoming conscious again, she ate sugar and her blood glucose increased to 53 mg/dl. Troubleshooting was performed on the insulin pump, and the customer's current blood glucose is 189 mg/dl. Drive support cap was reported as normal. Customer was not hospitalized. Programming on the insulin pump is accurate and the settings are correct. No changes in health/lifestyle of customer. Customer was advised to contact healthcare professional to discuss possible causes of low blood glucose. Customer was asked to monitor the insulin pump. The insulin was not returned for analysis.